Event description:
It was reported that boston scientific technical services (ts) was asked to review high, out-of-range shock impedances of greater than125 ohms on the right ventricular (rv) lead. Ts saw a very gradual rise in rv shock impedances likely due to calcification and recommended a forty-one joule commanded shock if the impedance approached 145 ohms. The device and leads remain in service. No adverse patient effects were reported.